Manufacturer narrative:
The broken battery tube threads and stripped battery cap coin slot were noted. They were unable to perform the basic occlusion test, prime/compromised force sensor system test, the excessive no delivery test, and the occlusion test due to a cracked end cap. The pump had a missing end cap sticker, a cracked lcd window, a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at display window corners.

Event description:
The customer reported via phone call that the casing had cracked off and there is gap between the battery pump casing and the battery. Customer stated that when he tried to prime the pump, he got a lot of insulin squirting out during the manual prime. Customer stated that 4 days ago, his pump ran out of insulin and he changed the reservoir but a couple of hours later, his blood glucose was down to 38 mg/dl. Customer thinks the insulin occurred because the insulin was squirting out. Customer stated that the last 3 times that he changed the battery, he had to reset the time and date. Customer stated that the pump casing color changed. Customer took 1 glucose shot and ate some cheese and crackers. Customer was at 108 mg/dl after treatment a few hours later. Customer declined to remove the pump from his body. Customer noticed there was discoloration in the pump casing plastic. Customer was advised that the pump will need to be replaced and to discontinue use of the pump.